Manufacturer narrative:
H.6. Investigation: customer reported false positive results on a bd bactec fx top instrument (p/n441385, s/n (B)(6). No erroneous results was reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and found 2 false positives. So upgraded the operating system and the instrument worked without any issues and handed over to the customer for use. This is an confirmed failure of a bd product.bd quality will continue to closely monitor for trends associated with this failure. Bd quality did not receive any returned materials for review. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for ft5641 was reviewed and revealed no previous complaint for false positives . The root cause was due to use of old operating system . Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 13 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "441385 - instrument top bactec fx packaged - issue after win10 upgrade 13 false positive samples was observed."

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 13 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "441385 - instrument top bactec fx packaged - issue after win10 upgrade 13 false positive samples was observed."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.